Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. During visual inspection, found j6 on pcb 1 to have broken solder joints and traces.